Manufacturer narrative:
The device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported setup key did not function, which was reproduced as the "setup", "1, 4, 7" keys is not working. The reported condition was verified. The evaluator determined that the cause was a failed non-OEM (original equipment manufacturer) keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump set up key on keypad would not function. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.